Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient the following day, and obtained add'l information. The patient informed the mas that he had been obtaining higher results on his meter since that day. He tests his blood glucose 3-4 times/day and is on a sliding scale insulin regimen with novolog 70/30 and also takes 50 units of lantus at night. The patient further reported that one day prior to original date at 9:00 am, he tested at his usual time in the morning and obtained a result of hi. He was asymptomatic at this time, however, based on his sliding scale, he took 20 units of novolog 70/30. He then went shopping and about 1 hour later, he felt symptoms of being sweaty, dizzy, and weak. He treated himself with some candy. About 1/2 hour later when he arrived home, he tested on the subject meter and obtained a result of 168 mg/dl. Within 2 minutes, he tested on his backup (one touch profile) meter and received a result of 116 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed he became hypoglycemic after obtaining the above reported meter result and taking a sliding scale dose of insulin. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do no pass inspection. Lifescan will inform FDA of the results in a supplemental report.